Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported issue ¿pump delivered over expected volume¿ was reproduced. The device was tested for flow rate accuracy at two delivery rates and delivered with an error percentage of 6.9275 and 6.7 %, which is over 5% specification. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure out of specification. The pressure will be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump delivered over expected volume (over infusion) during programming/setup. There was no patient involvement. No additional information is available.